Manufacturer narrative:
The device is expected to be returned however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the when the pump battery was rapidly depleting rapidly going from 100% to 30% in one day at average parameters. A replacement pump was shipped. Customer will use insulin injections as back up therapy, until they receive the replacement.